Event description:
Patient used the device on a lower leg wound. When pulling off the device, her skin was pulled off with the adhesive part of the device. Diagnosis or reason for use: used for covering large wounds.